Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a ventilator display became blank. There is no report of patient involvement.

Manufacturer narrative:
(B)(4). The replaced graphical user interface (gui) printed circuit board (pcb) was visually inspected, and no anomalies were observed. Functionality tests were conducted by attaching the component to a test ventilator for analysis. The ventilator was powered, and failed the power on self-test (post) by generating a gui inoperative condition. The fault was isolated to a component on the pcb. The customer reported malfunction was verified.